Manufacturer narrative:
(B)(4). Method: the hospital has informed us that the complaint rt235 breathing circuit had been thrown away. Our investigation is therefore based on the description of events. Results: without the complaint circuit, we are unable to determine the cause of the leak. A lot check could not be performed as no lot number was provided. Conclusion: all circuits are pressure tested before they are allowed to leave the production line. This is an automated process and the circuit would have met the required specification at the time of production.

Event description:
A hospital in (B)(6) reported that a leak developed in an rt235 breathing circuit while it was being used on a patient. They further reported that the leak appeared to be on the expiratory limb near the manifold. No patient consequence was reported.